Event description:
Complainant alleged that during biomed testing, the device failed to detect the attached paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer's biomed department has attributed the malfunction to the device's multi-function cable. The customer indicated that the device and the cable will not be returned for evaluation.